Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer powered up to an error code and it was determined to be due to a broken spacer between the link electronic module and the media processing unit board, and therefore the spacer was replaced. Analysis also found broken handles and a noisy system fan. (B)(4).